Event description:
It was reported via repair work order that the right calf support had broken off due to a broken screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.